Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a compression stocking. The customer reports the ted caused damage and necrosis to the pt's skin. The pt wore the stocking from 24-48 hours.